Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2019 with the following findings: during investigation, there were reboots observed in the black box. There was no damage found to battery cap or battery compartment. Battery cap attaches securely to pump. Pump powers on with display remaining blank. Unable to perform steps 10,11, 13, 21 and 35 due to blank display. Pump opened and no damage found to power circuit. No damage found to display screen. When a test display screen was used; display functions properly. The battery cap contacts were within specification. Unable to adequately investigate reported intermittent power due to blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated they purchased the insulin pump from the daughter of the previous owner of the pump, who is reporter stated was deceased. The reporter contacted animas stating that the pump does not work. Animas customer support performed troubleshooting of the device with the reporter on the phone and noted the display screen was blank and the pump had an intermittent power issue. The power issue was noted to be occurring during or immediately after a battery change. The battery was changed several times during the troubleshooting process resulting in the pump powering on but the display screen remaining blank. The reporter denied that there was physical damage to the pump. The reporter confirmed that the battery cap was not damaged and was able to secure to the pump per the instructions for use. The reporter denied that the yellow o-ring of the battery cap was visible with the cap secured to the pump. The subject insulin pump was manufactured in july 2011 and does not carry a valid product warranty at this time. The reporter declined to return the insulin pump to animas for investigation as it is ¿out of warranty¿. Animas customer support advised the reporter not to use the pump and to use an alternate form of insulin delivery method as prescribed by their health care provider if they are unable to use this pump safely. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.